Event description:
It was reported that during a low anterior resection procedure, the surgeon fired the device across the rectal tissue over the staple line of a contour device. This was the distal transection point prior to firing the circular stapler. When the surgeon tightened down the device, they dialed to the orange line of the indicator area and secured the anvil. After the surgeon fired the device and observed the anastomosis, he saw the tissue had b formed staples on the posterior side; on the anterior side of the staple line it had completely cut but partially stapled. The staples dropped into the tissue and were malformed with half of a b form and straight legged on the other side. The staples were removed from the rectal tissue. They completed the procedure by hand suture which extended the procedure time over 90 minutes. There was no colostomy required and the patient required no blood products during the procedure delay. They did not require ICU monitoring and were sent to a regular hospital room for recovery. Patient is stable at this time.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.